Manufacturer narrative:
The complaint allegation is confirmed. One unpackaged ar-9676 batch number 022406 was received for investigation . Upon visual evaluation, it was noted that the device had grind marks along the shaft. Functional testing with a good known good, noted resistance when pulling the reamer in and out. The most likely cause for the reported failure can be attributed to misuse due to interference with the mating instrument.

Event description:
On 11/13/2024, it was reported by a sales representative via (B)(4) that an ar-9597-10 reamer sleeve and ar-9676 drive shaft are damaged non-specifically. This occurred during use in a case with no patient effect.